Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product was reportedly disposed of by the user. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; delivery system was stuck on the safari post deployment. No movement forward or back wards was possible. Delivery system was removed together with safari wire. It was reported that the procedure was completed with this device and patient had normal recovery. No impact on patient.